Event description:
The patient reported their heart rate with a blood pressure monitor was reading 50 bpm's however the device's lower rate was set at 55 bpm's. The patient also asked "is my pacemaker malfunctioning"? The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead 2012 (B)(6). (B)(4).